Manufacturer narrative:
H10: corrected information in b5. H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. A corrective action for this failure mode is in place. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during procedure (outside the patient), the loop retriever was disassembled between head and shaft when the set meniscus mender ii disposable was opened. The procedure was finished with the same device. No surgical delay. No patient injuries were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during procedure, outside the patient, that the loop retriever was disassembled between head and shaft when the set meniscus mender ii disposable was opened. No patient injury was reported. The procedure was finished with the same device. No surgical delay. Patient injuries were not reported.